Manufacturer narrative:
Correction information was provided in h.3. H.6., and h.11. On initial medical device report (MDR) the FDA product codes of a2201 was not submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Iol returned positioned incorrectly in the iol (intraocular lens) case. Solution is dried on the iol. Both haptics are bent and the optic is pressed against the lens base posts. Cartridge also returned and it was sent to company. The used company cartridge was returned. Inadequate viscoelastic was observed in the cartridge. The cartridge had evidence of placement into a handpiece. No cartridge damage observed. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The reported haptic folding issue in the cartridge could not be verified. The lens was returned in the lens case. The root cause for the reported loading issue may be related to a failure to follow the IFU (instructions for use). Inadequate viscoelastic was observed in the returned cartridge. No cartridge damage was observed. Top coat dye stain testing was conducted with acceptable results. The IFU instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during intraocular lens (iol) implant procedure, the lens leg did not fold properly while being inserted in the cartridge. The lens was replaced with a new one, and the surgery was completed on the same day. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).